Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (b(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
This is follow up#1 to report on 17/may/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device on (B)(6) 2014. The patient underwent a ¿ventral incisional hernia repair¿ on (B)(6) 2015. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain and suffering, physical injury, loss of enjoyment of life, and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal discomfort & pain.¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ ¿it is difficult for [the patient] to complete daily tasks on [their] own.¿ patient ¿has difficulty picking up & carrying dogs at the rescue shelter where [they volunteer.]¿ patient ¿has difficulty walking long distances & sitting for long periods of time.¿ ¿it is difficult for [the patient] to bend.¿ patient ¿has difficulty participating in family outings & activities because of pain.¿ patient¿s ¿stomach protrudes and is scarred & disfigured.¿ patient ¿has a recurrent hernia & is fearful [they] will have to undergo surgical intervention.¿ ¿these injuries contribute to [patient¿s] anxiety.¿ the form lists the conditions that were treated were ¿repair of recurrent incisional hernia with strattice mesh)¿ on or about (B)(6) 2014. The patient also received treatment for ¿hernia symptoms; hernia surgeries; recurrent incisional hernia; followups¿ between 2014 and 2024. Patient also received ¿office visits re recurrent incisional hernia¿ on (B)(6) 2015. Patient also had ¿recurrent ventral incisional hernia repair; large defect with adhesions to the abdominal wall (ventriculex mesh implant)¿ on or about (B)(6) 2015. Patient also received treatment for ¿itching in area beneath incision in right lower quadrant, followed by pain; developed nausea, diarrhea & chills¿ on or about (B)(6) 2016. Patient received treatment for ¿recurrent incisional hernia; recommend compression device¿ on or about (B)(6) 2017. Patient received treatment for ¿upper abdominal pain; emesis & nausea; CT scan suggestive of small bowel obstruction with an antimesenteric border with a loop of small intestine within the hernia & possible transition point¿ on or about (B)(6) 2019. Patient also received treatment for ¿large midline incision, in upper incision near epigastric are 2 separate palpable defects, in right lower quadrant at site of prior ileostomy is a large recurrent incisional hernia ¿ all reducible¿ on or about (B)(6) 2022. Patient received treatment for ¿anxiety¿ from 2014 to present. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿surgimesh xb patch,¿ on (B)(6) 2013. The form indicates that the device was revised on (B)(6) 2014 due to ¿wound exploration & control of bleeding from abdominal wall.¿ the device was subsequently revised on (B)(6) 2014 due to ¿repair of recurrent incisional hernia with strattice mesh.¿ the patient was implanted with another non-abbvie device, ¿ventrio st hernia patch¿ on (B)(6) 2015. The form indicates that the device was not removed or revised. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100076 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b6, d4, h4, h6.